Manufacturer narrative:
(B)(4). Results: endoleak, ballooning beyond the stent graft. Conclusions: ballooning beyond the stent graft.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were unremarkable, other than for a conically shaped aortic neck. It was reported that after the bifurcated stent graft was implanted and modelled with a reliant balloon, part of the ballooning was in the body of the bifurcated stent graft. The final angiogram showed there was a localized/diffused type IV endoleak that was coming from about 3 cm from the top of the stent graft and it was located 2 cm proximal to the aortic bifurcation. No intervention was or has been performed and the decision was made to evaluate monitor the pt. No additional clinical sequelae were reported, and the pt is fine.